Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited multiple episodes of t-wave oversensing (twos). Rv lead reprogramming was attempted; however, the twos persisted. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.